Event description:
Balloon augmentation gradually deteriorated, and 2 different balloon consoles alarmed helium loss. No blood was noted in the tubing, and the catheter was trouble-shooted for leaks (none were detected). After 26 hours of pumping, the console alarmed continuously for helium loss, and the central lumen arterial waveform disappeared. A severe kink was noted at the site. When pressure was applied to the upper thigh to straighten the catheter, the waveform reappeared. When pressure released, the catheter kinked again. The balloon was discontinued 2 hours later. An educator from one of the console mfrs was contacted, and she informed rptr that a severe kink could register as a helium or gas loss on consoles by both console MFR's. If the kink is severe, the balloon waveform will not return to baseline before the next inflation (this is how both consoles' alarms are triggered).